Manufacturer narrative:
The system returned for evaluation, and the tablet was unresponsive. After performing a full reboot, the free-run emg functionality was normal. A review of the system logs from an earlier procedure revealed no indication of a proper shutdown. Instead, the system entered sleep mode, as shown by multiple entries. This suggests that the power button may not have been held down long enough to initiate a full reboot prior to the procedure. The root cause is unknown but may be the result of a user interface anomaly.

Event description:
At the start of a spinal procedure, the neuromonitoring system failed to display any free-run emg activity. Multiple attempts to restart both the patient interface and the tablet were unsuccessful, resulting in the procedure being aborted.